Event description:
It was reported that the set screw would not unscrew to release the lead. It is noted that multiple screwdrivers were used in an attempt to disconnect the lead from the connector but all had failed. Finally, a surgical clamp was used to break the connector and release the lead. There were no adverse consequences to the patient. Device was explanted and replaced.

Manufacturer narrative:
(B)(4). The reported field event of the inability to loosen the set screw was not confirmed in the laboratory. The device was tested on the bench and visual inspection noted the atrial connector portion of the header was broken off in the field and not returned.